Event description:
It was reported that the right ventricular lead had high sensing with a small r-wave of about 2.5 mv, and the sensing integrity count was 1151. There was a question as to whether the lead was properly positioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.